Event description:
Following use of the hybrid system at a user facility, a patient experienced a burn at the treatment site. Investigation by alma lasers inc. Found that the burn will likely leave a permanent scar.